Event description:
It was reported that this implantable cardioverter defibrillator (ICD) oversensed myopotential noise resulting in asystole of two seconds. All integrity measurements are within normal range. No intervention is planned, and the patient will be monitored remotely on a more frequent basis. No adverse patient effects were reported. The device remains implanted and in service.